Event description:
This is an exert from the procedural note describing the fracture of a ''miracle brother wire'. Approximately 13.2 mm of wire remained behind. While "trying to penetrate the distal cap of a coronary vessel with a miracle brothers wire, it appeared as though the wire had gone subintimal on retrograde injection. When the miracle brother wire was attempted to be retracted there was resistance so initial attempts were made to remove the wire as a unit with the turnpike microcatheter and then the xb 3.5 guide catheter until the no more resistance was noted but on angiography it appeared that the floppy tip of the miracle brother wire had fractured into the subintimal space which was confirmed on orthogonal and dual angiographies. As the wire was removed from the body it was confirmed on gross examination that it was the floppy tip of the wire which had fractured and was left in the subintimal space. As there was no change in the clinical status of the patient with intact hemodynamics, stable EKG findings, and lack of worsening chest pain we decided against snaring the fractured wire tip due to the risks vs benefits as it was in the subintimal space and unlikely to become thrombogenic in an already cto (chronic total occlusion) vessel. Additionally, given adequate collateral r to l (right to left) flow we decided against proceeding further at revascularizing the cto due to risk of embolizing the fractured wire and will medically manage patient instead".